Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used for the dosing of nutritional supplement. According to the complainant, on (B)(6), 2010 while administering the nutritional supplement with the straight adapter,the blue plastic adapter that connects to the button was loose. The procedure was completed with a new straight adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.